Event description:
It was reported through clinic notes that the patient's generator is mobile in the chest wall and the lead is protruding. The patient was referred for repositioning. It was noted the patient had undergone weight loss surgery which was the cause for the vns being loose. Attempts for additional relevant information have been unsuccessful to date. No surgical interventions have occurred to date.

Event description:
The suspect product was received and product analysis the generator was monitored for 24 hours in a simulated body temperature environment. The device provided the intended therapy for the entirety of the monitoring period. The device performed according to functional specifications with no anomalies found. No further relevant information has been received to date.

Event description:
An implant card was received showing the patient underwent prophylactic vns generator replacement surgery. Attempts for additional relevant information have been unsuccessful to date.